Event description:
A representative reported that a pump was explanted as it was being replaced. The explanted pump was still alarming, but they could not interrogate the pump as ¿there was no battery life.¿ it was not known ¿why there was enough battery left for the pump to alarm, but not enough battery life left for interrogation.¿ the representative later reported that the problem was they could not interrogate the pump. The telemetry head was directly over the pump, but it could not establish communication. They thought it ¿must be because there was no power left.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8840, product type: programmer, physician. (B)(4).

Event description:
It was later reported that the representative visited the hospital on (B)(6) 2013 and they tried to re-interrogate the alarming pump. Interrogation "worked fine" and they established communication straight away with the 8840 programmer. A message appeared saying that the pump entered end of service, and asked if they wished to stop the pump. The representative selected "yes". They re-interrogated several times after this and there were no problems communicating with the pump. The pump had now stopped beeping, and the healthcare professional wanted to keep it for demonstration purposes. The representative speculated that "perhaps the stimulation icon was accidentally selected before, which was why communication failed". The representative stated they thought the pump is and was functioning fine and the problem was a human error. The representative noted that it was not known what medication was in the pump as it had been explanted and sterilized a few years prior to the report, and they could not trace it back to any patient.